Event description:
Philips received a complaint from the customer on the v60 indicating that there was a misalignment on the touchscreen. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The customer replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Initial reporting institution phone: (B)(6); initial reporter phone number: (B)(6).

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The failure investigation (fi) technician installed the touchscreen into a pil ventilator to duplicate the reported issue. The visual inspection of this touch screen did not reveal any signs of damage or contamination. The touchscreen was tested, and the failure was confirmed. Pil found that this touchscreen failed required resistance testing. The high out of specification resistance results are the reason for the touchscreen misalignment issue